Event description:
Per the independent repair center, the customer alleged problem is the unit will not start. The key failure is no power to the control panel. Associated malfunctions for this device: capacitor defective, valve operator not shifting, intake and cabinet filters missing.